Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The instrument generated vls diluent errors when the leak was noticed. The volume of the leak was about 10 ml and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.

Manufacturer narrative:
The field service engineer (fse), found that the needle of the instrument was broken. The fse replaced the needle and the instrument ran without any leaks. The instrument continued to give vls diluent errors. After further inspection the fse found that pinch valve vl47a was not actuating and was causing the instrument to give vls diluent errors. The fse replaced pinch valve vl47a and the instrument ran without any errors. (B)(4).